Manufacturer narrative:
(B)(4). Attempt to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements ( >200 ohms). Previously the shock impedance measurements were noted to be stable at about 50 ohms. Boston scientific technical services (ts) reviewed remote monitoring data and advised to bring the patient in for further troubleshooting. This rv lead remains in service. No adverse patient effects were reported.